Manufacturer narrative:
Full name of reporter is (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "auto fill failure alarm" generated. The customer had auto fill failures throughout the day. It was resolved with iab fill and then reoccurred after a short period of time. The emergency service specialist had the nurse verify all connections, correct tubing, that there was no blood, and that the helium tank was open. There was no patient harm reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "auto fill failure alarm" generated. The customer had auto fill failures throughout the day. It was resolved with iab fill and then reoccurred after a short period of time. The emergency service specialist had the nurse verify all connections, correct tubing, that there was no blood, and that the helium tank was open. There was no patient harm reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).